Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a volume discrepancy and the actual residual volume was greater than the expected residual volume. The expected volume was 4 milliliters (ml) and the actual volume was 2 ml. The pump was being replaced because it was nearing end of life. It was noted there was precipitant around the pump. The pump was being used to deliver bupivacaine and morphine. The daily dose of morphine was 3.5 milligrams. Additional information received reported there was no explanation for the cause. There was a catheter dye study that was inconclusive. Upon replacing the pump, crystalized precipitate could be seen a couple centimeters form the pump connection site at the transition tubing segment. Another clump of drug precipitate was collected approximately 20 centimeters from the pump connection, almost like the drug had leaked out of the transition tubing and followed down the path of the catheter a ways. The patient outcome was unknown. The pump and catheter were explanted. The daily dose of bupivacaine was 3.5 milligrams.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8596, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. There was motor stall recovery seen on the initial printout of the pump logs. After doing destructive analysis, nothing significant was found that may have caused a motor stall. Analysis of the catheter found a user-related hole in the catheter body. There was a hole on one side of the catheter and another on the other side in the same general area. There was also foreign material seen deposited on the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.